Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood sugar keeps rising after entering bolus's in the insulin pump and this happened over a period of a few days. Customer does not recall any significant events leading to the error. Customer's blood glucose was between 57 mg/dl and 475 mg/dl. Troubleshooting was done for high blood sugar and found that the customer's drive support cap, programming, basal rates and bolus history are all normal. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.